Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was 400 mg/dl with extreme drowsiness, difficulty waking up, confusion, and polydypsia on (B)(6) 2014. The reporter noted the alleged bg excursion occurred while the patient was using an alternate backup plan due to an alleged pump malfunction. Reportedly, the pump primed a large prime volume of 25 units without observed insulin at the tubing end during the prime sequence; the pump was not priming during the load step as per specification. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the pump¿s settings were not recently changed. Animas customer technical service determined that a reported immune system disorder and prednisone medication attributed to the bg excursion. This complaint is being reported because the reported hyperglycemia occurred after the patient discontinued pump therapy due to an alleged pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/15/2014 with the following findings: review of the pump¿s black box found a large prime volume. The total daily dose history correlated appropriately to the programmed basal rates. The keypad buttons were appropriately responsive. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The force sensor was found to be calibrated appropriately. The pump passed a delivery accuracy test. No damage was found to the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.